Event description:
It was reported that the right ventricular lead exhibited a drop in sensing and an increase in capture threshold and impedance. Noise resulting in inappropriate anti-tachycardia pacing and high voltage therapy was also noted. The physician stated that the patient experienced twiddler's syndrome, resulting in lead dislodgement as well as migration of the implantable cardioverter defibrillator. High voltage therapy was disabled until the lead and pulse generator were removed on (B)(6) 2018. The patient was stable post-procedure.

Manufacturer narrative:
Analysis was normal. No anomalies were found.